Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation. The device was returned to olympus for inspection. The customer's malfunction was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: e300 (cvl endoscope error), high brightness mode does not work intermittently, dust inside unit, damage on pump case was confirmed and stain on tube was found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that all light-emitting diode flash due to faulty scope sensor (slide switch). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had faulty front panel lighting and showed an e300 error code. The issue was found during maintenance. There was no procedure and there were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.